Event description:
The manufacturer received information alleging a patient experienced a low minute ventilation alarm while using a trilogy evo device. The patient went to silence the alarm on the device but was not able to silence or shut off the alarm. The patient alleged that the touchscreen would not respond. The patient unplugged the device for about ten (10) minutes and plugged it in. The device started alarming again and the touchscreen was "frozen". The respiratory therapist instructed the patient to have them perform the alternate stop therapy sequence for the device, which the patient did. The device had stopped blowing air, but the touchscreen was still "frozen" and unresponsive. The patient was not able turn the device back on. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. As part of the complaint handling process, the manufacturer will attempt to retrieve the device for investigation.